Event description:
It was stated that a pt was brought in to be coded. Pt was given medication as well as using resuscitator bag. Bag was hooked to flow meter. The meter went up and dropped; bag inflated with device, but no air went through. While opening a second device, the pt began to breathe on her own. Pt discharged to go home 10/6/97.

Manufacturer narrative:
Evaluation summary device evaluation revealed excess bonding agent during the assembly process caused and build up prohibiting the air flow. The device should be dipped in the bonding agent only once. MFR has taken steps with the assembly procedure and he has made employees aware of the situation to help prevent this type of incident from reoccurring.